Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device would not inflate. The device was removed and replaced with a new ipp. There were no known further patient complications. No more information is available.